Manufacturer narrative:
Calibration and qc were acceptable. The customer replaced the reagent pack and the issue was resolved. A general reagent issue can be excluded, as a different reagent kit from the same lot performed according to expectations at the customer site. The specific cause of the event could not be determined, however, the event is consistent with the storage conditions/temperature of the refrigerator.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for elecsys troponin I stat (troponin I stat) on a cobas e 601 module. Patient 1 initial result from the e601 module was 0.206 ng/ml. The result from a cobas e411 analyzer was < 0.100 ng/ml. The result from a competitor method was < 0.1 ng/ml. Patient 2 initial result from the e601 module was 0.237 ng/ml the result from a cobas e411 analyzer was less than < 0.100 ng/ml. The result from a competitor method was < 0.1 ng/ml. Patient 3 initial result from the e601 module was 0.299 ng/ml. On (B)(6) 2024 the result from a cobas e411 analyzer was < 0.100 ng/ml with a data flag. The result from a competitor method was < 0.1 ng/ml.

Manufacturer narrative:
The e601 module serial number was (B)(6). The competitor method was wondfo. The same reagent kit was used on the e601 module and the e411 analyzer.